Event description:
Reporter alleged obtaining the results of 264 mg/dl and 96 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 48 units of lantus an hour prior to the readings. Reporter stated that she drank orange juice and ate a roll before obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.